Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Customers bg level was below 40 mg/dl. Cause was not known. Customer's significant other provided carbohydrates and monitored to address bg level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no response was received.